Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose level was 200 mg/dl. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was unable to perform the displacement test due to motor error alarm during rewind. The motor error alarm due to cracked motor flexes cable. The insulin pump received with cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted.